Event description:
On call coordinator contacted by patient. Lvad with battery failure, the alarm was red and depleted battery on both sides despite placing new batteries. There was verification there was flow on the controller screen. The coordinator met the patient in clinic and switched to back up controller. It was noted that where the battery connects to the controller the plastic piece was broken therefore not securing batteries to the controller.